Event description:
Information received indicates there is no nurse call function from the bed and the nurse call led is not lit.

Manufacturer narrative:
The technician found that the nurse call and backlighting were disabled on the siderails. He enabled the nurse call and back lighting configuration code on the siderails which resolved the issue.